Event description:
The customer received a questionable thyrotropin (tsh) result on their e170 module. The analyzer serial number was not provided. The patient's initial tsh result was 62.24 mu/l. The customer repeated the test on the same day and received a result of 59.45 mu/l. On (B)(6) 2011, the customer retested the sample and obtained a result of 64.89 mu/l. One of the discrepant results was reported outside the laboratory, but the customer did not specify which result was reported. The customer tested the sample on an abbott architect 2000i analyzer and the result was 27.38 mu/l. The customer tested the sample on a siemens centaur and the result was 20.3 mu/l. The customer thought that sample could be a macro-tsh so they performed a peg precipitation protocol and the result was 0.6 (no units provided). The patient was not adversely affected by this event. The physician decided not to start treatment because they suspected that there might have been interference with the tsh sample. The patient sample is being tested for possible interferences. The investigation is ongoing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).

Manufacturer narrative:
Patient sample was provided for investigation. The presence of tsh complexed to igg (macro tsh) in the sample was confirmed. The influence of macro tsh on the test result is documented in the package insert. No adverse events were reported.